Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address abductor disruption due to metal, possible neck impingement on cup, and pain. Doi (B)(6) 2008 - dor (B)(6) 2011; (left hip). Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. B. No additional information was obtained. Evidence is found to suggest mal-positioning of the acetabular cup. This could lead to impingement as suggested by the complainant. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear due to third body debris being introduced into the joint spaced leading to accelerated polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted tibial insert confirmed unanticipated wear due to third body debris being introduced into the joint spaced leading to accelerated polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain, osteolysis and polyethylene wear of tibial insert.